Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's spouse reported that they were seeking medical attention at the hospital due to concerns about an incorrect insulin-to-carb (ic) ratio setting on the omnipod controller. Due to the urgency of contacting the hcp, the spouse was unable to provide answers to several key questions regarding the incident, including whether a pod was being worn, the reason for medical attention, symptoms, diagnosis, treatment, and any messages displayed on the controller. Multiple attempts were made to follow up, but the patient did not respond, and voicemails were left. Eventually, the spouse confirmed that the issue was resolved independently and no further assistance was needed. No blood glucose levels or additional details were disclosed.